Manufacturer narrative:
A device record review did not find any non-conformances during the manufacture of the device; it met all specifications. There is no allegation of device malfunction, and the device remains implanted so is not available for analysis. The surgeon stated that the fracture occurred while placing the device. Fracture is a known risk associated with the procedure, so the probable cause is known inherent risk of device.

Event description:
It was reported that during a reverse shoulder arthroplasty, the patient suffered a calcar fracture while placing the humeral stem. The fracture was repaired using cerciage and the proximal calcar tensioned with suturetape. There was no malfunction of the stem but the surgeon did relate the fracture to the device. The suregon will follow up regarding the fracture with x-rays at clinic visits. No other information was provided.